Manufacturer narrative:
(B)(4). The reported field event of no communication was confirmed in the laboratory. The loss of communication was found to be due to premature depletion of the battery. The battery was examined and no sources of high current was found in the hybrid. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
The reported field event of no communication was confirmed in the lab. The loss of communication was found to be due to premature depletion of the battery. The hybrid was examined and no sources of high current were found in the hybrid. The cause of the premature battery depletion remains undetermined.

Event description:
It was reported that premature battery depletion occurred. The device was explanted. No adverse consequences for the patient were reported.